Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to perform power supply on/off and cable extraction-insertion. The system was found to be working following multiple reboots. The customer decided to call back if the problem recurs. No further info is available.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.